Manufacturer narrative:
A siemens customer care center (ccc) specialist provided adjustment data with kit lot 331 and quality control data with a previous lot for investigation. A siemens headquarter support center (hsc) specialist has requested quality control data with lot 331. The cause of the discordant, falsely depressed results with the immulite 2000 xpi intact pth assay is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely depressed results were obtained for patient samples with the immulite 2000 intact pth (parathyrin) assay. The initial discordant results were not reported to the physician(s). The samples were repeated with a different reagent lot of the same assay and resulted higher. The repeat results were in alignment with the clinical profile of the patients. It is unknown if the repeat results were reported to the physician(s). There are no known reports of any impact to patient treatment or intervention due to the discordant, falsely depressed intact pth results. There are no known reports of a delay in administering treatment or medical intervention to the patients due to the discordant, falsely depressed intact pth results.

Manufacturer narrative:
The initial MDR was filed on 17-sep-2018. Supplemental MDR 2432235-2018-00341_s1 was filed on 19-oct-2018. Additional information (23-oct-2018): a siemens customer care center specialist (ccc) stated that the correlation study was carried out on immulite 2000 intact pth lots: 328 and 331 on the same day. The samples used were frozen and had undergone one freeze-thaw cycle. Additional information (09-nov-2018): a siemens customer care center specialist (ccc) made a clarification on the dates of the correlation study and stated that the results were generated on two days: 18-aug-2018 and 21-aug-2018. Correlation study results generated on 18-aug-2018: units: pg/ml lot: 331, lot: 328, 358, 300, 161, 100, 3,0, 19, 3,0, 8.06, 10.6, 3.1. Correlation study results generated on 21-aug-2018: units: pg/ml lot: 331, lot: 328, 352 , 436, 34.4, 41.6, 35, 44.8, 36.2, 43.6, 23, 33.4, 46.3, 67.5, 64.6, 84.2, 50.3 , 58.3, 29.8, 43.1, 25, 36.8.

Manufacturer narrative:
Follow up MDR 2432235-2018-00341_s1 was filed on 19-oct-2018. Follow up MDR 2432235-2018-00341_s2 was filed on 14-nov-2018. Additional information (08-nov-2019): siemen's investigation has determined that the immulite 2000 / immulite 2000 xpi intact parathyroid hormone (ipth) assay kit lots 329, 331, 333, and 334 were performing within manufacturers specifications during the shelf life of the product. Statistical analysis between the kits lots demonstrated a statistically relevant agreement with an overlap in the confidence intervals. There has been no statistical evidence indicating a kit lot bias and data shows agreement between the kit lots. In addition an in depth statistical analysis was carried out using 75 different kit lots and 80 patient samples. The data generated fell within the historic assay performance, is performing within the expected precision, and within manufacturer specifications. The ipth assay is performing as intended.

Manufacturer narrative:
The initial MDR was filed on 17-sep-2018. Additional information (28-sep-2018): a siemens customer care center specialist (ccc) stated that the discordant results with immulite 2000 intact pth lot 331 were obtained as part of a correlation study and not during routine patient sample testing for diagnostic purposes. Additional information (01-oct-2018): the siemens technical support laboratory (tsl) evaluated immulite 2000 intact pth kit lots 329 (the next available kit lot after lot 328) and 331 with quality control materials from siemens and biorad. The quality control materials recovered within the established ranges for both the kit lots. Immulite 2000 intact pth kit lot 328 could not be evaluated as this kit has expired. A siemens headquarter support center (hsc) specialist reviewed in house data for kit lot 331. There was no bias outside of manufacturing specifications with patient samples and quality control materials for kit lot 331. The cause of the discordant results with immulite 2000 intact pth lot 331 is unknown. The assay is performing according to specifications. No further evaluation of the device is required.